Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the flexima biliary stent did not deploy. The duodenoscope was then removed because the stent catheter got stuck in the working channel. The delivery system was checked, and it was observed that the gray stent delivery tube was noted to be stuck and stretched, and the stent itself was noted to be damaged. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.